Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/28/2016 that the receiver displayed err 121 "call tech support" on (B)(6) 2016. No injury or medical intervention was reported. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. The data log could not be retrieved because of the "call tech support" error. Customer complaint confirmed because of the occurrence of the "call tech support" error. The root cause could not be determined.

Manufacturer narrative:
(B)(4)